Event description:
A "monarc subfascial hammock" was implanted to treat stress urinary incontinence. The date of implant was not provided. Plaintiff's attorney has alleged that plaintiff has, "suffered severe and permanent bodily injuries and significant mental and physical pain and suffering," and other losses. It was also alleged that plaintiff experienced a "negative immune response" that promoted "inflammation of the pelvic tissue," and "formation of severe adverse reactions to the mesh," and "irreversible injuries, conditions and damages." Also alleged was that plaintiff underwent "extensive medical treatment, including, but not limited to, operations to locate and remove the mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and vagina, and operations to remove portions of the female genitalia."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.